Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The patient was hospitalized for the event on an unknown date. The cause of the peritonitis was unknown. Treatment rendered for the event was unknown. At the time of this report the patient was discharged from the hospital and was recovering from the event. Dianeal therapy was ongoing. No additional information is available.